Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (10mg/ml at 1/25mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019 and upon interrogation service codes 234 and 232 were observed. It was noted that a motor stall occurred and the pump had been stopped for 1092h. The pump was interrogated again and it showed that a motor stall recovery had occurred. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2019. The event date and patient's weight were provided.